Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was variable. Analysis of the device memory indicated the impedance on the rv pacing lead was beyond the expected upper and lower ranges and the pacing capture threshold in the rv was elevated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a right ventricular (rv) lead warning for low impedance. It was also noted the lead exhibited noise and non-capture. The lead was programmed off and remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.